Event description:
Office was going to refill the prescription for (B)(6) 2018 but pt reported to them, it caused a lot of pain last time and will not take it again. Office changed therapy to supartz. Duration of use: 8 month(s). Diagnosis or reason for use: m17.12. Is the product compounded? No; is the product over-the-counter? No.